Event description:
The infusion pump was received at a service facility with a vague note indicating that the pump was overinfusing and that the pump was still operating when the bag was empty. It is not known if the pump was in clinical use. No pt injury was reported. No add'l info was able to be obtained.